Manufacturer narrative:
A patient experiencing discomfort at the lead site was reported to abbott. The physician added an extension and the issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04801, 3006705815-2021-04802. It was reported the patient experienced discomfort at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein an extension was added to resolve the issue.